Event description:
It was reported a death occurred. A left atrial appendage (LAA) closure procedure was performed, and a WATCHMAN Closure Device was implanted on an unknown date. A pathologist at a hospital received a WATCHMAN Closure Device with no tissue coverages on the apical face from a donor cadaver that was reported to have died from a stroke. It could not definitively be ruled out that the stroke was not related to the WATCHMAN Closure Device. The cause of death was reported to be a stroke. No further information was provided or available on the patient or device.

Event description:
IT WAS REPORTED A DEATH OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS PERFORMED, AND A WATCHMAN CLOSURE DEVICE WAS IMPLANTED ON AN UNKNOWN DATE. A PATHOLOGIST AT A HOSPITAL RECEIVED A WATCHMAN CLOSURE DEVICE WITH NO TISSUE COVERAGES ON THE APICAL FACE FROM A DONOR CADAVER THAT WAS REPORTED TO HAVE DIED FROM A STROKE. IT COULD NOT DEFINITIVELY BE RULED OUT THAT THE STROKE WAS NOT RELATED TO THE WATCHMAN CLOSURE DEVICE. THE CAUSE OF DEATH WAS REPORTED TO BE A STROKE. NO FURTHER INFORMATION WAS PROVIDED OR AVAILABLE ON THE PATIENT OR DEVICE.

Manufacturer narrative:
D1: BRAND NAME IS BLANK BECAUSE THE DEVICE IS KNOWN TO BE A WATCHMAN LAA CLOSURE DEVICE, BUT THE EXACT BRAND NAME IS UNKNOWN. D4: DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UDI AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Manufacturer narrative:
D1: Brand Name is blank because the device is known to be a WATCHMAN LAA Closure Device, but the exact Brand Name is unknown.D4: Detailed product information was not provided to BSC. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.With all the available information, Boston Scientific (BSC) concludes:Device Technical AnalysisThe WATCHMAN LAA Closure Device remains implanted; therefore, returned device analysis could not be completed.Device History Record ReviewThe batch number of the WATCHMAN LAA Closure Device was not provided. Boston Scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution.Labeling ReviewAs the specific product family is unknown, the Instructions for Use (IFUs) for all WATCHMAN product families were reviewed for this complaint.There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN LAA Closure Device Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Cerebral Vascular Accident (Stroke) and death.Risk ReviewAs the specific product family is unknown for this complaint, Risk Documentation for all WATCHMAN product families were reviewed for this complaint.A Risk Review was completed and confirmed that the events of Cerebral Vascular Accident (Stroke) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.